Event description:
It has been reported to philips that the device's live images were not viewable. The device was in clinical use. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing.  A follow up report will be submitted when further information is received. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received the system was used for a coronary emergency treatment. The procedure was delayed and completed by performing cold shutdown and restart. The philips field service engineer (fse) inspected the system onsite and confirmed that the system live images were not viewable. Review of the system log files showed the bad data drives. The philips engineer has replaced all data drive and power supply. After replacement, the system was returned to use in good working order. The same issue occurred once before. In that occurrence fse has replaced images drive in the system and recreated image store and the system was working fine. The codes were updated based on the investigation outcome.